Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to recover. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawers were failed and it was unable to recover. The field service engineer (fse) had addressed a failed full height (fh) cubie drawer that remained closed. The fse verified that the drawer latched properly and that the position sensor was functioning. Upon removal of the drawer, the fse discovered a missing magnet. The drawer was cleaned, connections were reseated, and functionality was verified. The drawer opened and properly sensed closure in both the hardware testing application (hta) and the medication application. The system functioned as intended after the field service engineer repaired the device.